Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check ,the cs300 intra-aortic balloon pump (iabp) displayed electrical test fail code # 50. There was no patient involvement reported.

Manufacturer narrative:
Additional information: e1 (event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and then the fse found , iabp showing error electrical test fails code # 50. During inspection he found iabp main pcb & motor controller pcb both defective. Fse suggested to replaced the parts and replaced the same. Motor controller pcb purchase by customer. Handed over to department with good working condition. Performed and passed all functional and safety tests to factory specifications. Cleared for customer use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.